Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, it was noticed that the stent was broken into two pieces. There was no information on what had completed the procedure and there were no known patient complications reported.